Event description:
It was reported that the customer went to the emergency room (ER) with an intermittent blood glucose (bg) level of 268-high mg/dl; cause was unknown. Reportedly, the customer experienced increased thirst and a headache. A manual injection was delivered to address bg. Reportedly, at the ER, bloodwork was done and customer drank water to address bg. No additional patient or event information was available. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.